Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The detached tissue pad was placed in the grasping section where the tissue pad was originally located to confirm the condition of the detached tissue pad. It was discovered that a part of the tissue pad was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out, and it was partially peeled off. A force was applied to the detached tissue pad, causing it to tear and partially fell off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device, the following event occurred. One of the fixing pins for opening and closing the scissors became unable to be fixed. It can be opened and closed, but there was wobbling due to the fact that there was only one fixed part. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus for evaluation. On dec. 8, 2021, olympus found that the pad was partially missing. It was not possible to confirm that the fixing pin had fallen off. It was reported that the additional information; the tissue pad was broken off inside the patient and the fragment was retrieved.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was partially missing. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.